Manufacturer narrative:
Additional information was received on 12/05/2016: the device was in contact with a patient. The serial number of the device was provided as: (B)(4). No other information was provided for this second incident. Integra has completed their internal investigation on 12/16/2016. The product was not released for inspection this device was manufactured on june 29th, 2015 and a review of the DHR (work order # (B)(4)) containing lot code 154 and serial number (B)(4) showed that this lot passed the required inspection points without reworks, mrrs or variances. There is no service history for this device. No manufacturing or design related trend has been identified. In summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined. It should be noted that the serial or lot# provided shows that the device in question was an (B)(4) as opposed to a (B)(4).

Event description:
The a1059 mayfield modified skull clamp was slipping and not clamping correctly. It was unknown if the device was in contact with a patient, unknown if there was patient injury or death alleged, unknown if the incident caused a delay in surgery or increased surgery time. Additional information has been requested.